Event description:
Utilizing our bd poc rapid testing machine we received, a "positive" indication of covid for our housekeeping manager and sent her and a direct contact employee home on isolation. We collected a pcr swab sample and sent out to a lab for processing and it came back negative. Because of the regulations in our state and I believe the cc, the two employees will be remaining on isolation from work for a minimum of 14 days. This does create a hardship for both of these employees and the facility. FDA safety report ID# (B)(4).